Manufacturer narrative:
A1: patient initials were provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) the investigating team reviewed all the export and log data files and concluded the root cause of the medial deviation was due to soft-tissue pressure applied on the tools while instrumenting. Medial deviations in trajectories adjacent the edge of the incision was very likely to be due to soft tissue pressure or retraction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the four right side screws were all placed. The system was brought to left t1. The pilot hole was drilled and immediately the patient jolted. The neuromonitoring showed significant reduction in left leg signal. An accuracy check was performed and inaccuracy was noted. A new scan was performed followed by snapshot. The scan was reviewed and position of all right side screws was good. T1 was then temporarily omitted, and t2 and t4 were instrumented without incident. During use of the drill for t5, again the patient jolted, with the neuromonitoring showing consistent loss in motors. The surgeons performed an accuracy check and were happy to proceed. T5 was then instrumented. T1 was then prepared with the drill and the tap, with the plan of freehand insertion of the screw into the prepared pedicle following laminectomies at t1 and t3. The navigation looked accurate and the neuromonitoring showed no further signal changes. Following the laminectomies and insertion of the final left t1 screw, a final imaging system scan was performed and showed that the left t5 and left t1 screws had both breached medially by less than 3.5 mm. The surgeon decided to remove the t1 and t5 screws bilaterally to leave the patient with a t2-t4 construct. The procedure was delayed one hour or longer. The patient has some movement in their left leg, but it was very weak.

Manufacturer narrative:
A1: the patient initial's are not available at this time. H3, h6: the exports have been returned for clinical analysis. The analysis is still in progress medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.